Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 99% stenosed and severely calcified target lesion was located in the severely tortuous distal right coronary artery (rca). The lesion was pre-dilated with a non-bsc 1.30x10mm balloon. There was some difficulty in advancing the balloon catheter to the lesion. Next, a liberte' monorail coronary stent 3.00x24mm was advanced to the lesion, but it was not possible to cross the lesion. The device was withdrawn and upon inspection the physician noted a stent strut lifted up. The procedure was completed with a different device. There were no reported pt complications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).